Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker device exhibited noise with isometrics, oversensing and pacing inhibition with no asystole observed. As a result, the device was explanted, the right atrial (ra) and right ventricular (rv) leads were surgically abandoned, and all products were replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker device exhibited noise with isometrics, oversensing and pacing inhibition with no asystole observed. As a result, the device was explanted, the right atrial (ra) and right ventricular (rv) leads were surgically abandoned, and all products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.